Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot#: va0lh59, implanted: (B)(6) 2015, product type: lead. Product ID: 3888-33, lot#: va0j9gb, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3888-56, lot#: va088xs, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that there was a bump of fluid where the lead is. The patient reported that suddenly she had a bump of fluid where her lead was. The patient reported that the ¿bump¿ swells up ¿on where the wire is¿ on her ¿forehead¿ and then it would feel like pressure and then it would drain. The patient reported that it had drained by itself about ¿four times.¿ the patient reported that it gets big and starts swelling, fills with pressure then drains. The patient reported that after it had drained the area looked bruised. The patient reported that it wasn¿t hot to the touch or regularly swollen. The patient didn¿t have a fever. The patient¿s managing physician directed her to her healthcare provider (hcp). A culture of the fluid was done. No further complications were reported. Additional information was received from the patient. Patient provided their weight information and stated that there were no circumstances noted that led to the bump of fluid. Since the bump formed, patient has been getting electric shocks in different parts of their head. The bump of fluid is still there and patient still gets the shock. Patient visited the primary care physician. Discharge from bump tested negative for infection. Patient contacted the implant physician who redirected the patient to a neurosurgeon. The issue was not resolved and patient had an appointment with the neurosurgeon on may 11. Patient hoped that the stimulator did not have to be removed because it really helps with their chronic headache. Something is not right however as evidenced by the bump of fluid which drains occasionally and the periodic electric shock that patient gets. No further complications were reported.

Event description:
Rep reported that patient informed the md that her sub-occipital leads were not helping her pain. They decided to explant her sub-occipital leads and extension. They then tunneled supra-orbital leads and extension to her opposite side and implanted her generator on the left flank. Please refer to that for this information. Explanted leads and extension have been returned for evaluation. Md did not ask to be updated on findings from returned product.

Manufacturer narrative:
Continuation of d10: product ID 97791, product type accessory product ID 97791, product type accessory product ID 3708260, serial# (B)(6), product type extension product ID 3888-33, lot# va0lh59, implanted: (B)(6) 2015, product type lead product ID 3888-33, lot# va0j9gb, serial# (B)(6), implanted: (B)(6) 2015, product type lead product ID 3888-56, lot# va088xs , implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID 3888-56, lot# va088xs was returned for analysis. Analysis identified that conductor #1 was broken at the proximal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 3888-33 lot# (B)(6) implanted: (B)(6) 2015 product type lead product ID 3888-33 lot# (B)(6) serial# (B)(6) implanted: (B)(6) 2015 product type lead product ID 3888-56 lot# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2020 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the shocking stopped after explant of the leads. The rep reported that the leads were sent to pathology for cultures and would not be returned for analysis. No further complications were reported.

Event description:
Additional information was received from the patient. It was reported the cause of the shocks was not determined, but they assumed it was some malfunction of the stimulator. The stimulator leads were going to be removed in 3-4 weeks. The patient said it was disappointing because it really helps with their pain. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 3888-33 lot# (B)(6) implanted: (B)(6) 2015 product type lead product ID 3888-33 lot# (B)(6) serial# (B)(6) implanted: (B)(6) 2015 product type lead product ID 3888-56 lot# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2020 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep) reporting that the patient¿s lead was eroding through the patient¿s skin and needed to come out. There were no contributing factors reported. It was reported that the patient went in today ((B)(6) 2020) to have surgery to have the lead removed. The issue was not resolved at the time of the report. The event occurred on (B)(6) 2020. No further complications were reported/anticipated.